Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was removed due to lens tear. No widen incision or suture required. No pt injury. The reporter stated the lens was damaged due to loading error. Another same model and size lens was implanted.